Manufacturer narrative:
This is an initial/final MDR report. Complaint conclusion: there was restenosis of a palmaz genesis amiia stent and an aviator plus balloon rupture on second inflation. The target lesion was in the right renal artery and was an instent restenosis of a previously implanted palmaz genesis stent. There is no information available about the initial stent implantation, including lesion characteristics, dilation pressure, whether post-dilation was conducted and stent lot number. At the time of the balloon burst, the lesion was moderately calcified and slightly tortuous with 90% stenosis. Access was made from the left femoral artery with a sheathless guiding catheter. A stablizer guidewire crossed the lesion, and a 6.0 x 15mm aviator plus was delivered. An initial inflation was conducted at 10atm at the proximal portion of the lesion. The balloon ruptured while it was being inflated at 8atm for the second inflation. The physician discontinued use of the aviator plus and the balloon re-wrapped properly and was removed intact from the patient. A different non-cordis balloon catheter was used to pre-dilate the lesion and a palmaz genesis stent was successfully placed inside the previously implanted palmaz genesis stent. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The DHR for the aviator plus balloon: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The DHR for the palmaz genesis stent was not performed as the lot number is unknown. Restenosis is a known potential adverse event associated with implanting peripheral artery stents. With the limited information available it is not possible to determine what factors may have contributed to the event other then the inherent nature of the procedure. Based on the available clinical information there is no indication of any manufacturing issues; therefore, no corrective actions. Without the return of the device the reported customer complaint of balloon burst could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Review of the information provided suggests that lesion characteristics, calcified and in-stent restenosis, may have contributed to the reported event. There is no indication in the DHR or the reported information to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Event description:
There was restenosis of a palmaz genesis amiia stent and an aviator plus balloon rupture. The target lesion was in the right renal artery and was an instent restenosis of a previously implanted palmaz genesis stent. There is no information available about the initial stent implantation, including lesion characteristics, dilation pressure, whether post-dilation was conducted and stent lot number. At the time of the balloon burst, the lesion was moderately calcified and slightly tortuous with 90% stenosis. Access was made from the left femoral artery with a sheathless guiding catheter. A stablizer guidewire crossed the lesion, and a 6.0 x 15mm aviator plus was delivered. An initial inflation was conducted at 10atm at the proximal portion of the lesion. The balloon ruptured while it was being inflated at 8atm for the second inflation. The physician discontinued use of the aviator plus and the balloon re-wraped properly and was removed intact from the patient. A different non-cordis balloon catheter was used to pre-dilate the lesion and a palmaz genesis stent was successfully placed inside the previously implanted palmaz genesis stent. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease.